Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, a cerebral infarction occurred. It was reported that the cause of the cerebral infarction was the delivery catheter system (dcs) passing during the implant procedure. It was noted that the patient anatomy was calcified. Rehabilitation and antiplatelet medications were used as treatment. It was noted that right homonymous hemianopsia remained. No additional adverse patient effects were reported.